Event description:
Information received by medtronic indicated that the customer received pump error alarm and had drive or motor anomaly. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring= black case= ngp customer returned device due to alleged pump error 38 and drive/motor anomaly were found on (B)(6) 2022. Unable to do displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to pump error 38. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 38 was noted during testing on (B)(6) 2022 08:59:34.000. Pump error 38 occurred on (B)(6) 2022 12:05:46.000 in history files. Pump was cut open to perform visual inspection and found moisture damage on motor, motor home switch and force sensor. Unable to do the motor test due to pump error 38. The following were noted during visual inspection: missing display window/cover, stained keypad overlay, pillowing keypad overlay and label damage (end cap address label faded). Pump error 38 was confirmed due to jammed gearbox. Drive/motor anomaly was confirmed during testing with a pump error 38 and a pump error 38 found in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.